Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing. Clavicular crush was suspected. The patient wa asymptomatic and would continue to be monitored.